Event description:
Add'l info rec'd from MFR 9/9/03: in response to requests 1,2, & 4, please refer to medwatch report 1825034-2003-00079. In response to request #3, please see attached spread sheet with manufacturing and distribution numbers.

Event description:
Patient admitted to hospital following shoulder dislocation at home after rolling over in bed. X-rays revealed posterior dislocation of the implanted humeral head that became dissociated from the stem. Patient was taken to the operating room for revision of right total shoulder arthroplasty. First total shoulder was performed in 1995. The patient underwent a revision of this in 1998.